Event description:
According to the user facility medwatch report form #180009-2001-5: facility staff used the device to defibrillate a pt at 200 joules. Reportedly when 300 joules was selected and the defibrillator charged, energy was not delivered to the pt through combination electrodes. The basis for this allegation was not reported. A backup defibrillator was made available and used. The pt was not resuscitated. The facility reported pt outcome was not affected by the discrepancy due to use of the backup device.